Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing along with priming were performed, and no defects were observed that could generate the reported condition. A pull test was performed on all the connections, and no defects were observed that could generate the reported condition. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set came apart from the y-site connection. This issue occurred when hanging the patient¿s ipilimumab dose after priming. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.